Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number kj5bqkm, and no non-conformances were identified. It was received for analysis a paper lid and a winding former with a parked needle and a suture in several pieces of product code w3435, lot kj5bqkm. During the visual inspection of the sample, the swage and attachment area of were noted to be as expected. The suture could not be dispensed since it has begun with the process of degradation and this caused that the needle was not attached to the suture. In addition, foil was not returned for evaluation to determine if any damaged was present, that could be attributable to degradation of the suture. Due to condition of the sample received, it could not be determined what may have caused the reported incident of: "suture detached from swage of needle before used¿.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture detached from swage of needle before used. Upon evaluation of returned device, suture degradation was observed.